Event description:
It was reported that the unspecified bd infusion set experienced backflow. The following information was provided by the initial reporter: island health has confirmed an incident of backflow and has another suspected incident of backflow.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4) registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that there is backflow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the unspecified bd infusion set experienced backflow. The following information was provided by the initial reporter: island health has confirmed an incident of backflow and has another suspected incident of backflow.